Event description:
The customer reported getting a blank screen on her adc meter that has new and properly inserted battery upon pressing a button and a strip insertion. The customer reported not being able to test since (B)(6) 2012, because her meter "stopped working". The customer is an insulin user. As a result of being unable to test on (B)(6) 2012, the customer reported that she was "getting up to go to the bathroom", "drinking a lot of water", then she experienced a loss of consciousness and seizure. The customer did not self-treat. Customer's husband called the paramedics, they measured customer's blood glucose level with hcp meter and the reading was 792 mg/dl. No other information about the treatment received from the paramedics is available because the "customer not sure of any treatment because she was passed out". The customer reported being transported to a health care facility (ICU) and that she "had a tube going down her throat to help with breathing. Customer stated she was given medicine to keep her asleep, so she couldn't pull the respirator out of her mouth". She also reported receiving lantus and humalog. The customer reported being diagnosed with severe hyperglycemia and dka. The customer states that she was not administered any medication that was not previously prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.